Event description:
During an ankle scope using an incisor plus, elite, power-mini disp 2.9 it was reported that ¿while using the small joint shaver dr. (B)(6) noted some small metal fragments in the joint (shedding). Two blades were opened/used in this case. Dr. Flushed the joint and feels most of the fragments were removed, but can never tell. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: two used and two sterile blades were returned for evaluation. The outer blade adapter bodies were observed to have significant fracturing of the polycarbonate at the base of the tube on both used returned devices. The inner blades of both devices were observed to have completely destroyed capsules on the polycarbonate surrounding the magnet. There is no indication that the shedding occurred at either blade tip but was likely debris from any entrapped magnet particles that were released after the integrity of the bond of the polycarbonate capsule was violated. The unused devices were found to be intact. Over aggressive used. No evidence of a manufacturing related defect. A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).